Event description:
A us distributor returned an electrode belt was damaged.

Manufacturer narrative:
During investigation of the belt for an unrelated issue, a reportable malfunction was found. Upon investigation the cable connecting the distribution node (dn) to the rear therapy electrodes was pulled from the strain relief, damaging wires in the cable. The root cause for the strained cable was excessive force. No adverse event resulted from the damaged electrode belt.